Manufacturer narrative:
Patient information was not provided for reporting. (B)(4). Device malfunctioned intraoperative. Device was not implanted/explanted. (B)(6). Device history records review was completed for sterile part# 04.615.226s, lot# h072010. Manufacturing location: monument, manufacturing date: apr 08, 2016, expiry date: mar 31, 2026. Non sterile part# 04.615.226, lot# h051901, manufacturing location: (B)(4)., manufacturing date: feb 29, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the cancellous screw synapse was used in surgery on (B)(6) 2017. While the surgeon was inserting the screw, he heard cracking noise. Then, the screw was turning idly, so he could not fix it. Furthermore, he could not remove the screw either. The surgeon tried to remove the screw again with a plier but could not. Finally, he prepared a shorter rod, stabilized it, and removed the screw. The surgery was completed with a 10-minute delay. There was no adverse consequence to the patient. Reported concomitant device: plier (part# unknown, lot# unknown, quantity 1). Rod (part# unknown, lot# unknown, quantity 1). This report is for one (1) 4.5mm ti cancellous polyaxial screw 26mm for 4.0mm rods. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product development investigation was completed. One (1) 4.5mm synapse cancellous screw l26 was returned to manufacturer¿s site for investigation. A visual inspection and drawing review were performed as part of this investigation. The returned part was evaluated at customer quality and the complaint condition could not be replicated however the part displayed signs indicative of the reported malfunction therefore the complaint is considered confirmed. The bone screw was pulled out of the polyaxial head at an angle. It is uncertain if this occurred while trying to insert the screw or during the attempts at removing the screw. The displacement and off angle orientation of the bushing and polyaxial head may have affected the interaction of the screwdriver within the recess of the screw. The most proximal three (3) threads of the bone screws were broken and depressed most likely as a result of extraction with the pliers as reported. Wear indicative of excessive force was evident within the recess of the bone screw so relevant dimensions could not verified. Relevant product drawings were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No product design issues or discrepancies were observed. This complaint is confirmed. The 4.5mm cancellous polyaxial screw is utilized in the synapse system for posterior stabilization of the upper spine. The system allows for stabilization from the occiput to the lower spine utilizing polyaxial screws, clamps/hooks and titanium rods. Specific instructions for screw insertion, including screwdriver construct assembly, are provided in the system technique guide. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.